Event description:
It was initially reported that after a da vinci-assisted surgical procedure, the patient had a post-operative staple line leak. The patient is stable and recovering well. On(B)(6) 2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: on (B)(6) 2021, the patient underwent a da vinci-assisted sleeve gastrectomy surgical procedure. The surgeon stated the patient was a female in her (B)(6) with a history of copd. Peri-operatively she was on a 4-5 day steroid treatment. It is unclear if the steroid treatment was initiated to treat a copd flare or for pre-emptive treatment. The surgeon had used a sureform 60 stapler instrument with a green sureform 60 reload, followed by blue sureform 60 reloads. He stated there were no intra-operative complications and no issue with any of the fires. He recalls that her stomach tissue was a little challenging, as in, slightly thicker stomach tissue. However, all the staple fires were successful with no issues. He did confirm that he uses buttress material, and no leak tests were performed. Approximately two weeks after the robotic procedure, the patient presented with signs of a staple line leak at a different hospital. As a result, the patient underwent a second procedure (laparoscopic) to address the leak. The location of the leak was not specified. The surgeon stated that every staple line had a hole. A drain was placed. A couple of days later, an endoscopy was performed to check the leaks; however, the leaks were still present, and the surgeon placed clips to close the leaks. A week later, the patient complained that the drain was hurting a lot and convinced the surgeon to remove the drain. It is unknown if imaging studies were performed prior to see if the leak was still present. After an unspecified number of days, the patient went to a third hospital secondary to pain. It was identified that the drain tract was infected, and she was treated with antibiotics. An endoscopy was performed to check on the staple line leaks, and it was confirmed that there were no holes or leaks identified. The patient was on total parenteral nutrition (tpn) and then discharged after. The patient is reported to be stable and recovering well at this time. The surgeon confirmed there is no video recording available. The products used during the initial robotic procedure are not available for evaluation. The surgeon confirmed there was no allegation of an isi product malfunction that caused the staple line leaks. The surgeon believes the issue to be related to the both the patient's medical history (copd), medical treatment (steroids), and anatomic issues (thick stomach). There were two procedures on the same date, and the surgeon does not recall which patient exhibited the post-op staple line leak.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined or is unknown. The stapler instrument and reloads used during the initial procedure are not available to be returned for analysis. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. Stapler log reviews were completed for two da vinci-assisted surgical procedures performed on (B)(6) 2021 since it is unknown which case is associated with the reported event. First procedure details: sureform 60 stapler instrument (part number (B)(6), lot k90210302-0039) was installed seven times. The stapler instrument fired one green followed by six blue reloads. All firings were completed per the logs. The first 2 firings had 1 and 2 pauses for compression. Subsequent firings had no pauses. There were no incomplete clamps second procedure details: sureform 60 stapler instrument (part number (B)(6), lot k90210302-0041) was installed seven times. The stapler instrument fired one green followed by six blue reloads. All firings completed per the logs. The first firing had 1 pause for compression. Subsequent firings had no pauses. There were no incomplete clamps this complaint is being reported due to the following conclusion: after a da vinci-assisted surgical procedure, the patient had a post-operative staple line leak which was repaired, and a drain was placed. Although the surgeon confirmed that there's no allegation of a malfunction of an isi product during the initial procedure and all staple fires were completed with no firing issues, the cause of the post-operative leak is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Blank because the product is not implantable. Information for the blank fields is not available are not applicable. Blank because insufficient product information was provided in order to obtain the date of manufacture.